Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Proper filling: follow the recommended fill volume on the product data sheet; do not overfill or underfill the implant. Following recommended fill volumes may decrease the possibility of shell wrinkling and crease fold failure.

Event description:
Health professional reported unknown side "the patient's implant was double-filled and they performed a deflation on the product". Device remains implanted.